Manufacturer narrative:
Occupation: reporter is a j&j employee. Additional device product codes hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date 10x420 rfna broken - non-union caused a patient to experience a post-op device malfunction that was unknown. The patient experienced an adverse event that as also unknown. The patient experienced harm relevant to this event. This report is for one (1) rfna / 10 / 420 5 deg bend / sterile. This is report 1 of 1 for complaint (B)(4).